Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) alarm was identified during a review of a returned homechoice device. There was no allegation of a product malfunction, therefore, the sample was not requested. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).